Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing which resulted in two inappropriate shocks. A lead fracture was identified and the device was reprogrammed to sub-threshold values. A boston scientific technical services consultant documented and discussed the reported clinical observations. A revision procedure may occur in the future. The system remains active in this patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing which resulted in two inappropriate shocks. A lead fracture was identified and the device was reprogrammed to sub-threshold values. A boston scientific technical services consultant documented and discussed the reported clinical observations. A revision procedure may occur in the future. The system remains active in this patient. No adverse patient effects were reported. It was reported that a revision procedure was performed and the pacing/sensing portion of the lead was surgically abandoned. No additional adverse patient effects were reported.